Manufacturer narrative:
Additional. If follow-up, what type? Update: date received by MFR, type of reports, evaluation codes, additional MFR narrative. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it is reported that the patient suffered a periprosthetic femur fracture on - (B)(6) 2016 due to a fall. On (B)(6) 2016 patient underwent a revision surgery of the femoral stem and head. Review of received data - the received x-ray dated (B)(6) 2016 demonstrates the thr with a fracture observed in the lesser trochanter. When it is compared with the undated x-ray, which is assumed to be x-rays taken right after the implantation, it can be seen that the femoral component has subsided significantly. - report of implantation surgery dated (B)(6) 2016: pre-op diagnosis: primary osteoarthritis, right hip operation: posterolateral surgical incision performed. Large osteophytes at mouth of acetabulum observed and removed. When the permanent stem was inserted in femur, it went down almost flush with the calcar. Therefore the planned head size -3.5 was changed to head size +3.5. Excellent stability achieved. -report of revision surgery dated (B)(6) 2016: pre-diagnosis: periprosthetic fracture, right hip operation: patient had a lot of edema and a large hemarthrosis. Femoral component subsided quite a bit. Femur fracture in 2 locations observed. Displaced fragment under the calcar going down to the lesser trochanter could not be repaired. Long split in sagittal plane in the middle of femur starting proximally and going down to about tip of stem and exiting laterally repaired with cables. Wagner sl 15x265, biolox head 35x-3.5 and 5-hole gtr with cables were put in place. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis root cause determination using dfmea: - damage of bone due to high load due to insertion or revision / explantation - possible: correct use of the device is not under zimmer biomet control. Conclusion summary it is likely that the operational procedure failure combined with the reported fall of the patient might have led to fracture of the bone as it was described in the implantation surgery that when the femoral component put in place it went down quite much. Assuming that the final stem implanted was still smaller than it should normally be, it had subsided subsequently. That finally led to too much stress unbalance present on the bone. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. The manufacturer did not receive the device, according to the information received the products were scrapped at the hospital. X-rays were received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It is reported that a patient was implanted with a biolox&#59396;elta, ceramic femoral head, l, 36/+3.5, taper 12/14 on (B)(6) 2016 on the right side. Patient suffered a periprosthetic femur fracture on (B)(6) 2016 due to a fall. A revision surgery was performed on (B)(6) 2016.